Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer¿s blood glucose value at the time of incident was unknown. Customer also stated that insulin pump had buttons got stuck and were hard to use. The insulin delivery of basal was not consistent and the bolus delivery was not reliable either. The insulin pump had scratches. The insulin pump will not be returned for analysis. Reservoir will not be returned for analysis.